Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 500 to 600 mg/dl. It was stated that the customer was throwing up, and could not hold down water the day of the event. It was stated that the customer was at the school, and his stomach hurt when the paramedics were called. It was stated the customer was taken off the insulin pump while staying at the hosp. It was stated that he was reconnected to the insulin pump, but his glucose level rose again. Then the customer was taken off the device and released three days later. The mother stated that the customer was reconnected on the insulin pump, and his glucose level was 210mg/dl at the bedtime, but in the morning his sugar was 400 mg/dl. The caller stated that the infusion set was changed and his glucose level was normal. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.